Event description:
It was reported that during insertion pulse field ablation (pfa) procedure a faradrive was selected for use, after the sheath was inserted into the body, the dilator was removed and flushing was performed. During flushing, blood leakage from the sheath valve was observed. After sufficient flushing, the catheter was inserted and flushed; however, air could still be aspirated, so the sheath was replaced. The air was observed in the syringe during flushing. No patient complications were reported. Device was received for analysis and investigation is still in progress.